Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of any greyish fluid when received. Unit appears to have been primed. Performed the fusion hfo pressure decay leak test on the water side. The test ramps up the pressure in the water side to 45 psig and then checks for a decay. During the test there were no leaks detected. Blood side pressure integrity testing was performed at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was not confirmed for leaks. Conclusion: complaint not confirmed for leak as medtronic was unable able to replicate the occurrence and the leak was unable to be confirmed via the images provided. It is unknown what may have caused this occurrence. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, after priming and recirculating the customer reported a leak from the oxygenator but it was grayish. The oxygenator was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Additional information was received from the customer stating that the circuit was primed with normal cristaloide for about 30 minutes. The customer noticed it was dripping to the floor but was unsure where it came from. After the case they thought maybe it came from above the holder either from the holder itself or from the cardiotomy. Additional info states that there is no actual complaint against the cvr. It was discarded since they didn¿t think it came from there.